Event description:
Legal claim received alleging that the patient suffers from pain, physical injury, and bodily impairment. Also alleged is excessive levels of chromium and cobalt.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address discomfort, fluid collection, and corrosion. The stem remained in situ but is being added to the complaint. This complaint was updated on: (B)(4) 2014.

Event description:
Update: (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised to address pain. Part and lot have also been provided.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigaton closed.